Event description:
Developed severe post-ablation syndrome. Menstruation continued and developed severe uterine pain and swelling of the uterus. Continues hormones currently used to stop menstruation. Pt considering hysterectomy to resolve severe pain adn swelling of the uterus.